Event description:
It was reported that the pump touch screen was missing pixels. There was no reported adverse impact to the customer's blood glucose level. Replacement pump was sent to customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.